Manufacturer narrative:
Correction: h6 conclusion code incorrect.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/fmc cassette and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/fmc cassette malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of klebsiella pneumoniae which is an organism that is found in the intestinal tract and feces of humans. Klebsiella is often associated with touch contamination as source of peritonitis infection in pd patients. Additionally, the patient had concomitant constipation which is also a known risk factor for peritonitis. Therefore, based on the reported information, the exact cause of the patient¿s peritonitis cannot be determined. However, the event may have ben related to touch contamination during the pd exchange or translocation intestinal bacteria due to concomitant constipation, as reported by the patient¿s nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was feeling ill in treatment last night and disconnected from the cycler. The patient would like to know how to remove supplies from the cycler. Technical support provided information on how to cancel treatment and remove supplies. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that the patient was able to complete the treatment using the cycler. The pdrn confirmed that the patient was admitted for peritonitis on (B)(6) 2020 but was not sure of the cause at the moment. The pdrn stated that there was no allegation of product deficiency or malfunction on or against the machine or any fresenius device(s) or product(s). During additional follow-up, the nurse reported that the patent began experiencing symptoms of cloudy pd effluent and abdominal pain. Subsequently, on (B)(6) 2020, the patient was admitted into the hospital with peritonitis. Per the nurse, the patient¿s pd culture (obtained on 9/sep/2020) yielded growth of klebsiella pneumoniae. While hospitalized, the patient was treated with unknown antibiotics and underwent removal of the pd catheter (not a fresenius product) with transition to hemodialysis for renal replacement needs. On (B)(6) 2020, the patient was discharged from the hospital continuing outpatient hemodialysis for at least 6-8 weeks, according to the nurse. The patient is reportedly recovering. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device or product that caused or contributed to the peritonitis event. The nurse attributed the peritonitis to one of two causes: touch contamination during the pd exchange or translocation of bacteria from the gut due to concomitant constipation.